Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the remote manager was off the bus. A field service engineer checked the board and confirmed to have proper indicator lights, and the cable was securely connected. The system was pulled down to diagnostics, where the remote manager was successfully detected. Upon opening the side panel, the latch felt unusually hot to the touch, possibly due to excessive solenoid activation. The station was powered off, and the latch along with the wiring harness was replaced. The repair was tested in diagnostics. The customer also verified the functionality post-repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door was failed to open and not connecting with the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a door was failed to open and not connecting with the pyxis. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.